Event description:
Literature was reviewed regarding a patient who had a modified medtronic 22 mm harmony transcatheter pulmonary valve implanted in the superior vena cava to cover a sinus venosus defect. As described by the authors, the harmony valve was essentially modified to act as a self-expanding covered stent by removing the valve leaflets with a blade and surgical scissors. Afterward, the modified valve was loaded in the delivery system, inserted into the patient and deployed. Shortly after deployment, the valve migrated slightly, prompting the placement of two covered stents within the harmony frame to anchor and stabilize the valve within the superior vena cava. The patient developed recurrent atrial fibrillation following the procedure, but no treatment was noted. During follow-up, an echocardiogram and a chest computed tomography scan showed mild tricuspid regurgitation and stable harmony and covered stent placement with complete occlusion of the defect. The authors concluded their account of the case with the comment that the patient had returned to regular activities of daily living.

Manufacturer narrative:
Citation: tsao al, colello s, gillespie mj. Transcatheter repair of a sinus venosus defect with a modified harmony transcatheter pulmonary valve prosthesis. Jacc case rep. 2025;30(9):103294. Doi:10.1016/j.jaccas.2025.103294. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.